Event description:
It was reported that patient experienced recurring incontinence. Patient underwent a replacement surgery of an artificial urinary sphincter (aus). No adverse patient effects reported. Additional information was requested, however, no further information is available.